Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor needle separated from sensor base.

Event description:
It was reported the customer's sensor was attached their inserter. Customer stated the sensor needle was also attached to the pedestal. Customer's blood glucose was 11 mmol/l. The customer requested to have their sensor and inserter replaced. No additional information provided.